Event description:
The customer reported that the system would not display an image. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The representative determined the interconnect cable was damaged and ordered a new cable. The customer will replace the cable when it arrives. No further service information was provided.